Manufacturer narrative:
The guidewire has been returned for analysis. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Device analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. A separate report has been filed for the valve deployment/implant complaint. (B)(4).

Manufacturer narrative:
The device history record was reviewed by the supplier and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The supplier¿s evaluation of the returned product corroborated medtronic¿s initial analysis: there was no visible damage to the distal tip and no significant damage, such as scratches, on the coating and no evidence of stretched coils. Analysis found the guidewire was within specifications. Based on the analysis and reported information, the cause for this event could not be determined, but may have been related to the CPR that was initiated after an attempt to move the deployed valve.

Event description:
Medtronic received information that during implant of a transcatheter bioprosthetic valve, an echocardiogram showed a pericardial effusion from a perforation in the lateral wall of the left ventricle. A pericardiocentesis and sub-xiphoid window were performed to drain the pericardium and two units of blood were administered. After the patient was stabilized and valve implant was completed, the perforated left ventricle was repaired via sternotomy. The surgical incision was closed and the patient extubated the following day. No subsequent adverse patient effects were observed.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory the guidewire¿s distal coil appeared intact. No significant damage such as scratches on the coating or stretched coils were observed along the guidewire. The outer curve of the distal tip appeared to be within specification. The glued distal tip was intact. The proximal end coils were intact. The tapered glue bond was intact; no cracks or damage was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.